Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20045615 h6: investigation summary one mz1000 sample was received for investigation in sealed packaging from lot 20045615. From the information provided by the customer it appears that back flow of blood was observed into the maxzero, additionally the PICC line connected to the maxzero was unclamped. A visual inspection of the mz1000 sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The mz1000 sample was subjected to pressure testing through the male luer of the component; no leakage was observed from the maxzero which may have contributed to the back flow. Additionally functional testing of the sample did not identify any potential issues which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported back flow. H3 other text : see h10

Event description:
It was reported that 10 maxzero needleless connectors had flow issues/blood backflow during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer switched from sureplug to maxzero. The customer was using covidien's dual lumen PICC. The pink lumen was used for fluids and the green lumen was used for maxzero. The hcp performed pulsative flushing in the morning and noticed, around noon, that blood was flowing back to the connector part of maxzero. Potential concerns are that (1) the covidien's PICC was inserted into the forearm median cutaneous vein and (2) the covidien's PICC was unclamped."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 maxzero needleless connectors had flow issues/blood backflow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer switched from sureplug to maxzero. The customer was using covidien's dual lumen PICC. The pink lumen was used for fluids and the green lumen was used for maxzero. The hcp performed pulsative flushing in the morning and noticed, around noon, that blood was flowing back to the connector part of maxzero. Potential concerns are that (1) the covidien's PICC was inserted into the forearm median cutaneous vein and (2) the covidien's PICC was unclamped."